Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse") and dysmenorrhoea ("painful menstrual cycles"). In 2010, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, rash ("rashes"), skin disorder ("skin condition"), migraine ("migraines"), headache ("headaches"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain"), urinary tract disorder ("bladder / urinary problems / changes"), bladder disorder ("bladder problem") and gastrointestinal disorder ("gastrointestinal / digestive system condition"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy on (B)(6) 2016) and surgery (hysterectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, rash, skin disorder, migraine, headache, female sexual dysfunction, nausea, fatigue, weight increased, urinary tract disorder, bladder disorder and gastrointestinal disorder outcome was unknown and the pelvic pain, vaginal infection, urinary tract infection and cystitis had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - in 2007: unable to locate essure due to uterusinfiltration. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - date of birth, height, weight, lab data, essure insertion date, events abnormal bleeding, menorrhagia, urinary tract infection, vaginal infection, apareuia, malposition of essure, rashes, headaches, náusea, vaginal discharge, fatigue, perforation (uterus), weight gain, bladder or urinary problems or changes and gastrointestinal or digestie system condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), infection ("infections") and migraine ("migraines"). The patient was treated with surgery (device removal procedure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, infection and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.